Manufacturer narrative:
H11: corrected data: d9: device available for evaluation? Yes. Returned to manufacturer: 06-aug-2021. G3: date received by manufacturer: 06-aug-2021. H2: device evaluation. H3: device evaluated by manufacturer? Yes. Evaluation summary attached. H6: type of investigation code: 10. Investigation findings code: 3243. H10: it was reported that the tip of a 2.2mm olive wire broke off and was retained in the patient's bone. Additional information from the rep indicated that the wire tip broke off due to it hitting the compressor pin. The device was returned to the manufacturer for evaluation. Analysis confirmed the olive wire broke right before the threading meets the shaft of the device. The device history record for the device was reviewed and no issues were identified during the manufacture and release of the device that could have contributed to what was reported. Based on the analysis and available information, the olive wire broke due to impact with another device. A backup device was available to successfully complete the case with no additional patient outcomes. Although the company has determined that the subject event in this MDR is unlikely to result in a serious injury if it recurred, the company has decided to file the MDR in an abundance of caution and to ensure full compliance with 21 cfr part 803. The company will supplement this MDR as necessary and appropriate.

Manufacturer narrative:
It was reported that the tip of a 2.2mm olive wire broke off and was retained in the patient's bone. Additional information from the rep indicated that the wire tip broke off due to it hitting the compressor pin. The device was not returned to the manufacturer for evaluation. The device history record for the device was reviewed and no issues were identified during the manufacture and release of the device that could have contributed to what was reported. Based on the available information, the olive wire broke due to impact with another device. A backup device was available to successfully complete the case with no additional patient outcomes. Although the company has determined that the subject event in this MDR is unlikely to result in a serious injury if it recurred, the company has decided to file the MDR in an abundance of caution and to ensure full compliance with 21 cfr part 803. The company will supplement this MDR as necessary and appropriate.

Event description:
It was reported that the tip of a threaded olive wire broke off and was retained in the patient's bone during a bunion procedure on (B)(6) 2021. A backup device was available to successfully complete the case with no additional patient outcomes.